Event description:
A customer contacted beckman coulter inc., (bci), regarding a false negative bhcg result generated by the unicel dxc 600i synchron access clinical system for one patient. The initial result was 0miu/ml, and a result of 288miu/ml was obtained upon repeat analysis. The results were not reported out of the lab. The customer did not receive any report of patient injury, requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Customer collects samples in plastic, serum tubes with a gel separator. Per customer, the specimen was received from an off-site facility and was normal in appearance. Qc was within the customer's established ranges prior to and after the event. There were no errors posted to the event log in connection with this event. A field service engineer (fse) was dispatched: the fse cleaned the analytical module do to a spill on the wash carousel. The fse replaced multiple parts. The fse conducted performance testing; all results passed within instrument specifications. Although hardware issues were addressed, a definitive root cause has not been determined for this event to date. A malfunction will be assumed for the purpose of this report.